Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced lots of urinary tract infection while using the purewick female external catheter. But they were not sure that it was from the purewick female external catheter. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿discontinue use if an allergic reaction occurs. Replace the purewick female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter.¿ correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced lots of urinary tract infection while using the purewick female external catheter. But they were not sure that it was from the purewick female external catheter. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for the urinary tract infection.

Event description:
It was reported that the patient experienced lot of urinary tract infection while using the purewick female external catheter. But they were not sure that it was from the purewick female external catheter. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection . Per additional information received via follow up done by the liberator to the customer on 25jul2022, it was stated that there was no suction and air was pushing out. The purewick urine collection system was not suctioning instead it pushing air out. It was noted that the patient had been using this product for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.